Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: cat#11-104111 biomet mlry-hd por fmrl 11x160mm lot#562450. Cat#135258 biomet vision ringloc shell 58mm sz25 lot#399250. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02704.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised on an unknown day. Patient just needed a poly swap and head exchange from wear. Nothing wrong with implant loosening. The original liner was cut in removal and new implants were implanted with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.